Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, opening. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination diaphragm valve. Opening striated. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A striated edge opening on anterior side due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation were capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown. The device has been explanted.